Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the stuck button error alarm. Customer¿s blood glucose was 216 mg/dl at the time of incident. Customer¿s current blood glucose level was 216 mg/dl. There was no leak or air bubble. Customer did not allege insulin pump for under delivering. Insulin pump passed high pressure test and displacement test. The insulin pump will not be returned for analysis.